Event description:
It was reported that the user experienced an urgent low glucose event to 47 mg/dl after a usual dinner meal announcement while using the ilet system, with the clinical decision support recommending a factory reset and the user planning to perform it; cgm at follow-up was 99 mg/dl, and the event was described as potentially related to system maladaptation. Symptoms included hypoglycemia without reported associated signs. Outcomes included self-treatment with oral glucose and no hospitalization. Investigation included review of device-use history and troubleshooting with education regarding system reset. Investigation of this case revealed a suspected algorithm maladaptation leading to inappropriate insulin delivery relative to the reported meal, prompting the recommendation for a factory reset. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.